Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (motor issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the pump history showed no rewind motor errors (cs 078) alarms or warnings. During investigation, the pump powered on and was exercised for 24 hours with no motor issues occurring. The piston rod retracted as expected. The complaint of a motor rewind issue was not duplicated during testing. Unrelated to the complaint, investigation revealed the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).